Manufacturer narrative:
Additional information: the system was examined. The company representative visited the site and determined the tip setting was changed. This change caused the phaco power setting to be at zero. The settings were readjusted to the correct settings. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. Based on qa assessment, the product met specifications at the time of release. The root cause of the reported event can be attributed to the user changing the tip setting.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).

Event description:
A nurse reported that during a cataract extraction with intraocular lens implant procedure they were not getting any phacoemulsification power. The case was competed using an alternate system. There was no harm to the patient.